Manufacturer narrative:
Medical device lot # changed from 383405 to correct lot # 7019422.

Manufacturer narrative:
Actual sample not available. There are related investigations on lot# 7019422. A photo sample was received. Representative sample received. DHR investigation indicates the batch product time is on (B)(6) 2017, the product volume is 68k. Automation 3# product, no abnormal records related to this defect. Per the photo evaluation blood is seen on the end of the septum of the sample. Representative samples for this lot observed under a microscope and indicates that a hole was not fully closed after the needle was removed. A performed leakage test on the unused from the affected lot found 4 out of 220 with leakage when subjected to pressure of 45 psi which failed the specification. Ten (10) retained samples from the affected batch #7019422 were tested for leakage. No leakage was observed in all the retained samples. Septums also inspected under 10x microscope, no abnormality was found. Possible root cause: the affected products could have been subjected to higher temperature than usual during the record hot summer. The factory is fully investigating such defects. (B)(4) has been implemented.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd intima-ii¿ closed IV catheter system the nurse found blood leaked from the septum after initiating IV successfully. No blood exposure to mucous membranes there was no report of injury or medical intervention.